Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored atrial tachy response (atr) episodes containing farfield signal oversensing and intrinsic atrial signals falling into post-ventricular atrial refractory period (pvarp). Technical services (ts) discussed troubleshooting options and programming considerations, and recommended increasing atr duration from 8 to 32 cycles to reduce inappropriate mode switching. It was noted that 1v @ 0.4ms was the recent ra threshold measurement. This crt-d remains in service. No adverse patient effects were reported.